Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were hospitalized on (B)(6) 2017 and was in intensive care unit due to a diabetic ketoacidosis. Customer's blood glucose level was 673 mg/dl. The customer was dehydrated, potassium was low, and had a low blood pressure. The customer was given syringes. The customer was off the insulin pump less than 48 hours prior to hospitalization. The insulin pump alarmed motor error and no delivery. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor alarm did not recur. The customer resolved the no delivery alarm with an infusion set and reservoir change. The customer was advised that the device would be replaced and agreed to return the product for analysis.